Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by the patient that the devices were defective. All of the cartridges were sealed upon opening, but the needle had already been retracted into the canister. The cannula just "jiggled around" inside of it. There was no way to insert the infusion set. As there was no insulin being infused, the patient's blood sugar rose and he required a manual injection of humalog insulin to lower it. The patient changed the injection site from a good box of insertion sets and monitored his glucose to be sure that delivery of insulin occurred. No other adverse event was reported.